Manufacturer narrative:
(B)(4): hospital although it is unknown if any medtronic devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported in an abstract considering the efficacy of bkp for vertebral fractures with ankylosing spinal hyperostosis (ash) that a total of 36 patients underwent balloon kyphoplasty procedures over a 33 month period. The mean age at the surgery was 82 years (range 76-89 years). The surgical levels were l1 (3 patients), t12 (2 patients), t11 (1 patient) and l2 (1 patient). Seven of the 36 patients with ash (4 women, 3 men) were analyzed 3 months after bkp. It was reported in the review that there was one case of cement extravasation between the anterior longitudinal ligament and the vertebral body. No patient symptoms were reported. The type of cement used for these patients was not specified in the abstract.